Event description:
Pt underwent resection from subsigmoid to midline for osteomyelitis/pathologic fracture of the body of the mandible. Post operative, pt reported hearing a 'pop' while eating a saltine cracker. X-ray noted 3 screw heads broken. Pt was returned to the or for revision to another plate and screws.

Manufacturer narrative:
This information was not provided during initial report nor on completed questionnaire received. Manufacture site and manufacture date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.